Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from a clinical study that the patient implanted with this implantable cardioverter defibrillator (ICD) reported a fever for 12 hours before visiting the emergency room (ER). The patient had no other symptoms but exhibited continued c-reactive protein (crp) elevation, lactic acidosis, and lowered blood pressure (bp). The patient was admitted to the hospital to rule out septic shock, and the device and associated right atrial (ra) and right ventricular (rv) leads were explanted. No additional adverse patient effects were reported.